Event description:
It was reported that one week post implant, the lead exhibited high threshold of 6.5 v and low sensing of 1.0 mv. It was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an overtorqued distal coil which was shorted to the inner side of the anode ring, which could have caused the reported threshold anomalies.